Event description:
It was reported that a spectrum pump experienced system error 322. It was also reported this occurred while on a pt in the nicu (medication, programmed amount to be infused, and rate is unk). Any pt injury or medical intervention is unk. Baxter has made multiple attempts to reach the customer without success.

Manufacturer narrative:
(B)(4). Baxter received the device. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.